Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The cut pump was sent for investigation. Data logs were not provided for this case run. The returned pump had biomaterial inside the cannula and on the impeller. No further investigation can be performed. The cause of the low pump flow issue was not determined since sufficient product and clinical information was not returned. As the necessary information was not provided, the root cause of the thrombus was not determined. H6 code 4582 was reported incorrectly on manufacturer device report 1220648-2025-27208. New code was added to health effect - clinical code.

Event description:
The user facility reported that an implanted impella cp pump in a 68 year old male patient began to experience low flows during support. Biomaterial was observed and the decision was made to escalate to impella 5.5 support. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."